Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4): following insertion of the mesh, the patient experienced pain, erosion and dyspareunia. No additional information was provided.(B)(4).

Manufacturer narrative:
Date sent to the FDA: 01/16/2017.

Manufacturer narrative:
Concomitantly on (B)(6) 2009, the patient underwent a hysterectomy and bso with posterior colporrhaphy. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.